Manufacturer narrative:
H6: the device was initially evaluated by an authorized service provider (asp) where the reported issue of no ventilation output was confirmed. The asp replaced replaced the blower to resolve the reported issue, however, during final testing the asp technician observed what he believed were signs of a potential electrical issue with the device's control board. The asp elected to return the device to ventec for further evaluation. Ventec received the device for evaluation and removed the control board for examination. Ventec did not observe any signs of electrical damage to the board (such as shorting), nor were they able to smell any odors indicative of electrical damage. The control board was then reinstalled and ventec confirmed proper device operation through functional and performance testing. As a precaution, however, ventec replaced the control board. Based on the information available, it's reasonable to conclude that the cause of the reported issue was the blower.

Event description:
An authorized service provider (asp) contacted ventec to report that the device had no ventilator output. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.